Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿sensor ended¿ error message on the adc device and the customer was unable to obtain sensor scans. As a result, the customer experienced symptoms described as ¿feeling strange and sweaty, hot panic¿ and a loss of consciousness. The customer further reported being unable to self-treat however, no further information or treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. Section b5 was incorrectly documented in the previous initial MDR report. This section has been updated.

Event description:
A customer reported receiving a ¿sensor ended¿ error message on the adc device and the customer was unable to obtain sensor scans. As a result, the customer experienced symptoms described as ¿feeling strange and sweaty, hot panic¿ and a loss of consciousness. The customer further reported being unable to self-treat and was provided glucagon by a third-party. There was no report of death or permanent injury associated with this event.